Manufacturer narrative:
Blank fields on this form indicate the information is unknown or unavailable. (B)(4). The event is currently under investigation.

Event description:
It is alleged that the "patient received a gunther tulip filter on (B)(6) 2008 at (B)(6) medical center in (B)(6)". It is alleged that patient was injured without further explanation. Patient is seeking punitive damages. Hospital and medical records have been requested but not yet provided.

Manufacturer narrative:
Additional information investigation - it has not been possible to further investigate or evaluate this alleged event based on the limited information provided to date via the operative note stating "blood clot (possible pulmonary embolism), pain, and anxiety". Pe is a known risk in relation to filter implant reported in the published scientific literature. Also, it is reported that the pulmonary embolism in some cases may originate from upper extremities instead of lower extremity veins. With all filters, there is some risk of further pulmonary embolism. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava.

Manufacturer narrative:
(B)(4). Corrected data based on new information received: adverse event to product problem, serious injury to malfunction. The event is currently under investigation. A supplemental report will be provided upon conclusion.

Event description:
This additional information received on 11/28/2016 as follows: plaintiff allegedly received an implant on (B)(6) 2008 via the right internal jugular vein due to deep vein thrombosis. Plaintiff is alleging pain, anxiety, blood clot. Plaintiff alleges attempted retrieval on (B)(6) 2009 and successful retrieval on (B)(6) 2012.

Manufacturer narrative:
(B)(4). Evaluation- no information regarding the event. The product was not returned to assist with the investigation. We have investigated based on the information received to date, and are closing the report until further information is received for investigation. Unable to comment on the alleged injury. There is no evidence to suggest the device was not manufactured according to specifications. There is no evidence to suggest the device was not manufactured to specifications. If additional information is received, the report will be re-opened for further investigation.

Event description:
It is alleged that the ¿patient received a gunther tulip filter on (B)(6) 2008 at (B)(6).¿ it is alleged that patient was injured without further explanation. Patient is seeking punitive damages. Hospital and medical records have been requested but not yet provided.